Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection of insulin to address high bg. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and charging cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned